Event description:
Isolated incident with a microchemistry analyzer whereby glass capillaries in the instrument broke and very small glass particles were released from the instrument; although the lid was closed. No harm to persons in the laboratory was reported.